Manufacturer narrative:
Correction h6 device code.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must b charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the device was taking longer and more frequent chargers resulting in the device unable to be communicated. Patient is receiving therapy. A surgical intervention is anticipated in the near future. No further information is available at this time.